Event description:
(B)(6) - the consumer alleged that the bariatric bed was not going up or down. There was no patient injury reported.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model is unknown, serial number/date code is unknown. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.